Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; a bg value was not provided and cause was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital (treatment provided was not known) and was discharged 3 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.